Manufacturer narrative:
Customer performed evaluation.

Event description:
It was reported via repair work order that the bed had reduced brake force due to delaminating casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.